Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y, the device caused tissue damage while stapling the jejunojejunostomy anastomosis. After firing the reload and pulled back on the knife blade, there was a small piece of tissue that tore and pulled back with the knife blade. This did not happened on single use loading unit. No intervention was needed to complete the case.